Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, the balloon failed to inflate. The procedure was indicated due to a st-elevation myocardial infarction (stemi). The 90% stenosed target lesion was located in the severely calcified 2.5 mm in diameter right coronary artery (rca). The 1.5 x 20 mm apex flex mr balloon catheter, used for pre dilatation, was inflated at 6 atms, however the balloon would not inflate. The balloon was inflated at 12 atms, but would still not inflate. The procedure was completed with a non bsc balloon. No patient complications were reported and the patient's status is fine. However, device analysis revealed a pinhole in the balloon material.

Manufacturer narrative:
(B)(4). Device returned to MFR.: a visual examination of the returned device found no kinks or damage. However, during attempts to inflate the balloon, a pinhole leak was identified in the balloon material. The leak was located over the markerband. A microscopic examination of the balloon material and markerband could not identify any anomalies which could potentially have contributed to the leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).